Event description:
It was reported that prior to a procedure, an undescribed substance was leaking from the back of the device. Since this was found prior to the procedure, there was no adverse consequences to the patient or the procedure.

Manufacturer narrative:
The device has been returned to the manufacturer and a investigation is anticipated. A follow up will be made to this report if the investigation requires.